Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. Results of investigation: a vyaire certified service technician was unable to verify the customer's reported issue. The device passed 875.3 hours of extended bench test at the customer's settings. The device passed all testing and met all vyaire manufacturer specifications.

Event description:
The customer reported that the revel ventilator would not blow air or trigger while connected to the patient. The patient was removed from the device and placed on a back up ventilator. The customer confirmed there was no patient harm associated with the reported event.